Event description:
It was reported that the right ventricular lead had no capture. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product : 5554-53 lead implanted (B)(6) 2003. (B)(4).